Event description:
The line is leaking at the junction where the PICC catheter meets the white butterfly. The patient had to undergo another procedure to have a new PICC line inserted. It took 9 attempts to reinsert a new line. This patient is very difficult for IV access. Minimal blood loss.

Manufacturer narrative:
We received the catheter with the sliding clamp and a needle-free device attached as the faulty sample. Dried solution residues, along with an organic residue, were observed between the 29 cm and 30 cm markings, as well as directly at the wing. The attempt to flush the catheter with water was successful; however, leakage was detected at the wing. Microscopic examination revealed a tear directly at the wing. The fracture surface was rough, indicating exposure to excessive tensile force . Furthermore, the customer stated in the pir that the catheter was functioned without leakage for 42 days, and an alcohol-based disinfectant was used. It is important to note that, as stated in the instructions for use (IFU), the catheter is intended for use up to 29 days. The customer used the catheter for 42 days, which clearly exceeds the recommended usage period. The IFU also states: - be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectant. This may irreversibly damage the catheter. - anchor the catheter, using the fixation wings. If a vein in the arm is used, a small loop should be left in the catheter, to prevent kinking of the catheter if the patient flexes or bends the arm. - caution: do not over stretch the catheter as it may rupture, causing a catheter embolism. - do not kink the catheter or the extension line permanently to avoid damage to the catheter. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter and set components are randomly checked as part of quality control process. Corrective action: since the catheter functioned as intended for 42 days before the leakage occurred, we do not believe the defect is manufacturing related. Any manufacturing issues that could cause a leak would likely have been detected by the user during the initial flushing of the catheter. Therefore, no further corrective action has been initiated by quality management at this time. Additionally, the customer used the catheter for 42 days, which clearly exceeds the intended use limit (indicated for use up to 29 days) outlined in the IFU. We recommend following the intended use as specified in the product IFU.

Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
The line is leaking at the junction where the PICC catheter meets the white butterfly. The patient had to undergo another procedure to have a new PICC line inserted. It took 9 attempts to reinsert a new line. This patient is very difficult for IV access. Minimal blood loss.